Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with a blank display due to heavily corroded electronic assembly the motor and battery tube assemblies were corroded as well. Unable to perform functional tests including displacement, rewind, seating, basic occlusion, force sensor, occlusion, and self tests due to blank display.